Manufacturer narrative:
No photos or samples were received in the (B)(4) plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 09/06/2017 via medwatch #5071980. (B)(4).

Event description:
It was reported that a 60 ml bd¿ syringe with bd luer-lok¿ tip would not lock onto the tubing causing leakage. There was no report of exposure, injury or medical interventions.